Manufacturer narrative:
Evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A visual examination of the balloon material confirmed the presence of a small hole. The hole is located near the middle of the dilation balloon. No section of the balloon material is missing from the device. When the balloon is inflated with water, a small and steady stream of water exits the balloon material at the location of the small hole. The balloon will not hold a steady pressure and dilation performance is likely compromised in this condition due to the slow loss of pressure. A product specific discrepancy that could have caused or contribute to this observation was not observed during out laboratory analysis. Conclusions: the reporter was unable to specify if the balloon was lubricated prior to advancement through the accessory channel of the endoscope. A possible contributing factor to a hole in the balloon material is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The reporter was unable to specify if negative pressure was applied to the balloon device prior to advancement through the accessory channel of the endoscope. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A hole in the balloon material can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do no pre-inflate the balloon." The instructions for use direct the user to ensure the balloon is completely visualized and positioned before inflation. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a hole in the balloon material. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to visual examination to ensure device integrity. Corrective action: the appropriate personnel have been informed of this report in an effort to heighten awareness. This was brought to the attention of the quality review board (qrb). Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook endoscopy hercules 3 stage esophageal balloon. The balloon was advanced into position for the esophageal dilation. The reporter indicated the balloon would not inflate due to a hole in the balloon material. The balloon was removed from the endoscope and another device was used to complete the procedure. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.